Event description:
During a coronary stent procedure of a pre dilated lesion in a tortuous and calcified rca, the physician experienced crossing difficulties. He had attempted to cross the lesion with other devices and the express2 for approx two hours. Upon removal the stent dislodged and migrated to the pda. The physician advanced a wire and a smaller size stent was used to secure the undeployed stent. Pt status is listed as "okay".